Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 572mg/dl due to an unknown cause. Bg level was addressed by administering a manual injection. A system check was performed and the pump performed as intended. Reportedly, an infusion set change was performed.